Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the patient had a box change on (B)(6) 2019. The following morning, the patient noticed a hematoma developing. The patient was put on antibiotics, which helped resolve the issue. No further adverse patient effects were reported. The device remains implanted and in service.